Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent and medtronic endurant (outside indications of use with non-endologix device). Approximately 1.5 years post initial procedure, the patient presented with a thoracic aneurysm and junction (type iiia endoleak) between the endurant and afx devices as detected per CT (computed topography). The physician elected to treat the patient by implanting an amplatzer vascular plug I (12mm) and a gore excluder (non-endologix devices) on (B)(6) 2019. The leak was confirmed resolved at the conclusion of the re-intervention and the patient was discharged. As of date, there have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of type iiia endoleak of the aortic components. The event is most likely user-related due to the following factors: non-concomitant use of a non-endologix proximal cuff with an afx device, and the proximal aortic angle measuring 61 degrees (IFU requires less than or equal to 60). Procedure-related harms for this event could not be determined, and the final patient status was not reported. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: g1-2 contact office, g4, h6; h6 result code ¿ remove 3233 conclusion code ¿ remove 11 and 22.